Event description:
Ous MDR - after an estimated implantation time of 57 months, it was reported that the ICD could no longer be interrogated during a planned system exchange (upgrade to a cr-t system). In this connection, it was reported that the patient became asystolic during an ablation and had to be resuscitated. The patient received an impeller pump during the op and was repeatedly externally defibrillated. Due to the situation, it was decided to leave the 1-chamber ICD in place and to postpone the upgrade to a later time. The ICD was explanted on (B)(6) and returned to biotronik for analysis.

Manufacturer narrative:
The returned ICD underwent a visual inspection following receipt. No discrepancies were found. The initial interrogation confirmed the clinical observation that the device could no longer be interrogated. The device memory could therefore not be accessed. Next, the ICD was opened and the inner structures were examined. A damaged shock power amplifier was identified in the electronic module. This damaged shock power amplifier suggests a shock delivery along an external low-ohm shock pathway. The damaged module then led to an increased level of power consumption and the battery was then empty, making the ICD unable to be interrogated. There were no traces of flashover or short-circuiting neither inside the ICD nor in the connection system that could be related to the clinical observation. The low-ohm shock path resulted clearly from an external short circuit. Clinical complications that could have led to an external short circuit include, among other things, the twiddler's syndrome, subclavian crush syndrome, or other damage to lead insulation that would lead to contact with the high-voltage leads. The production process for this device was reviewed. Production documents do not show any irregularities that could be related to the complaint. All production steps were executed correctly. Summary analysis of the ICD showed damage to the shock power amplifier due to shock delivery along an external low-ohm shock pathway. The damage to the shock power amplifier led to a full battery discharge that resulted in the clinical observation. There was no device malfunction.